Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated pre- magnetic resonance imaging (MRI) check possible oversensing and possible intermittent loss of capture on some atrial tachycardia (at) / atrial fibrillation (af) episodes vs fusion beats was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.